Event description:
It was reported that patient presented to the emergency room due to a heart rate in the 20s. The right ventricular (rv) lead threshold was greater than 2.5 volts. The rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator (B)(6) 2013. (B)(4).